Manufacturer narrative:
Block b3: exact date unknown, event occurred two days prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had a fever due to a leaking of clear to light pink fluid at the pocket site. The patient was prescribed antibiotics as a precautionary measure. The patient was doing well. The device remains implanted and in service.

Event description:
It was reported that the patient had a fever due to a leaking of clear to light pink fluid at the pocket site. The patient was prescribed antibiotics as a precautionary measure. The patient was doing well. The device remains implanted and in service. Additional information was received that the patient had a confirmed infection which have not cleared. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively and the explanted devices were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7149310.